Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data . The device evaluation showed the following: the leading end is detached from the rest of the device. The polyimide length of the detached section is approximately 8cm from the base of the olive. The olive is still attached to the polyimide and appears to be intact with no visible defects. The severed end of the polyimide was visually inspected. The polyimide appears to have been fractured. The other end of the fractured polyimide can be observed at the mid-olive transition. Based on the findings from this evaluation, the physician¿s observation that once the delivery catheter was withdrawn, it was observed that approximately 8cm of the distal end of the delivery catheter, including the leading olive had separated from the rest of the catheter was confirmed. The separation appears to be a fracture of the polyimide at the mid-olive transition of the catheter. The likely cause for the fractured guidewire polyimide lumen could not be determined with the available information. H6: method code 2, result code 2, conclusion code 2.

Event description:
On (B)(6) 2020, this patient underwent endovascular repair of a 6 cm abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis featuring c3® deployment system. After successful deployment of the trunk-ipsilateral leg component, the delivery catheter was withdrawn through an 18fr sheath. Once the delivery catheter was withdrawn, it was observed that approximately 8 cm of the distal end of the delivery catheter, including the leading olive had separated from the rest of the delivery catheter and was in the sheath. The fragment was not loose in the patient¿s body. It was reported that there was no resistance in removing the delivery catheter from the sheath. The fragment was removed from the sheath, and the procedure concluded without further incident. The delivery catheter and fragment are currently being evaluated by gore. Results will be included in a future supplemental medwatch.